Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. The target lesion was severely calcified and severely tortuous and located in the mid circumflex artery. Following implantation of the 2.5 x 32 mm promus elite stent, a dissection was noted in the distal vessel, which was confirmed by ivus. An attempt was made to deliver a second 2.5 x 32 mm promus elite stent with a buddy wire but was not successful. Subsequently, a non-bsci stent was attempted, but could not be delivered. Finally, a non-bsci stent was successfully delivered and implanted using a non-bsc catheter. The patient was stable post procedure and fully recovered. It was further reported that both promus elite stents experienced deliverability issue.